Event description:
A home pt's daughter contacted baxter's technical service center regarding a check supply line alarm received during the home patient's automated peritoneal dialysis therapy. Per initial report, the customer disconnected a heater bag from the heater line of the homechoice set, the solution bag from the final line of the homechoice set, and connected the solution bag that was previously connected to the final line to the heater line of the homechoice set. Baxter's technical service center assisted the home patient's daughter in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.